Event description:
The customer reported to philips healthcare that the "gell of hte pad remained in the backing sheet and was not able to remove well." There was no reported pt involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.